Manufacturer narrative:
(B)(4). It was reported the unit would not charge the battery. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported the unit would not charge the battery.